Event description:
Information was received that upon opening a smiths medical level 1 hotline 3 blood and fluid warmer would not alarm. The issue "back pcb" was also noted. No adverse effects were reported.

Manufacturer narrative:
Evaluation results: one level 1 hotline low flow systems (hl-390) was returned for investigation was received in fair condition with evidence of scuffing on case. No damage was found from visual inspection. A test tool was installed and the device was powered on. The low fluid test switch was tested by pressing the actuator down using a plastic tube. A visual alarm was displayed but not an audible one. This test confirmed the customer complaint that the fluid warmer failed to alarm.